Event description:
It was reported that the surgeon elected for an urgent placement of a left subclavin central line. The left subclavin central venous line procedural note indicated that "upon withdrawing the wire, it was difficult to withdraw, the wire and the dilator were withdrawn as a unit. It was further stated that the entire wire appeared to be withdrawn, although, it was prolonged and uncurled." Inadequate flow was noted from the catheter, the line was capped and not used. Once the pt was in the ICU an adequate IV access was established, the line was removed. Upon returning to the ICU, a right internal jugular triple lumen catheter was successfully inserted. The prior left subclavin line was removed. The patient's condition improved. Unk model number was reported.

Manufacturer narrative:
The device was not returned for eval. Made three attempts to retrieve the device for eval from the hosp, and was unable to get in touch with the customer.